Manufacturer narrative:
Based on the deviation found on the skull clamp sent in (slight play in the open-lock mechanism), no causal link can be established to the incident described (slippage resulting in a laceration to the patient's scalp). The slight play found in the open-lock mechanism (locked) is insignificant and it is not assumed that this deviation could have led to the described slippage with the patient's skull fixed. This deviation could not have gone undetected/ unremedied by the manufacturer as part of the annual routine inspection and maintenance specified in the instructions for use of the product. From the information received and as the product did not show any deviations which could have led to the described incident, we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The reporting customer is advised to comply with the annual maintenance cycle and to consult the product instructions for use, which contain information on pinning technique. Should further information or findings be obtained, they will be presented in a follow-up report.

Event description:
Customer informed our service department on november 20 that one of our products was involved in a procedure (right sided ventriculoperitoneal shunt) in which a slippage occured from which the treated patient sustained a laceration.